Event description:
The device was implanted in february, 1997 for subclavian infusion of adriamycin. On 05/28/97, the facility nurse contacted a manufacturer nurse and reported that the patient was experiencing a one-way occlusion. A dye study was obtained on 05/27/97 and the results were reported as follows: patient's device "as described with unimpeded flow out of the side holes of the catheter. The end hole; however, appears to be obstructed". The manufacturer nurse inquired if the radiologist thought this finding represents a fibrin sheath and also inquired if they had tried urokinase yet. The facility nurse stated that they had not yet used urokinase and she would ask the physician to speak with the radiologist later that day. The physician did not want to explant the patient's device unnecessarily.